Event description:
According to our customer, the synchron cx3 delta generated erroneously low glucose results on two separate days. A glucose result of 102 mg/dl was reported out of the lab. The physician questioned the glucose result. The physician was expecting a higher value. The sample was rerun on the cx3 delta and the result obtained was 637 mg/dl. This was the expected value by the physician. The original glucose report was amended with the 637 mg/dl result. The next day a glucose result of 17 mg/dl was obtained from the same instrument. When the sample was retested, a glucose result of 125 mg/dl was obtained. It is not known if the customer reported the erroneous glucose result out of the lab. A field service engineer (fse) was dispatched to the customer's location at this time. There was no change to patient treatment that can be attributed to this event.